Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.

Event description:
It was reported that the dressing was press-fit together with the package. No pt involvement was reported.

Manufacturer narrative:
Add'l info was received on 06/03/2015 stating that a sample was received. No add'l pt/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted. Reported to the FDA on 06/29/2015.

Manufacturer narrative:
Add'l info was received on 05/09/2015. No lot number or product eval sample are available. A detailed investigation or batch review cannot be conducted. Therefore, this eval will be closed and will be monitored through our post market product monitoring review process. No add'l pt/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted. Reported to the FDA on 05/28/2015.

Manufacturer narrative:
Returned product evaluation on february 3, 2016 revealed that the return product was opened and unused. The evaluation results support that the product does not meet specification and was caught in the bottom seal, opposite the chevron seal. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
After review of the returned product and a detailed batch review, discrepancies were found in the batch record. Non-conformances were raised however, it was determined that these discrepancies did not have an impact on the complaint and have been closed. The investigation determined that (B)(4) complaint against the associated lot for reported issue was within acceptable limits. No further action was warranted and the investigation has been closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).